Event description:
The customer reported that when selecting images, the wrong image is displayed (data mix). This could result an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and reloaded software. The sys operates as intended.